Event description:
It was reported that the patient's generator was explanted to help resolve the infection along with IV antibiotics. Device return and evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device. No further relevant information has been received to date.

Manufacturer narrative:
H3. Device evaluated by MFR?, code 81: device evaluation is not necessary as infection is not related to the functionality or delivery of therapy of the device.

Event description:
It was reported that the patient had a postoperative abscess of stich. The surgeon attributed the abscess to the patient losing a lot of weight which caused the pocket to form an abscess. The surgeon drained the abscess. The manufacturer's device history records of the generator were reviewed. Sterility of the generator prior to release for distribution was verified. No further relevant information has been received to date.